Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿pump is broken,¿ and has not been in use for months. Customer has been using multiple dose insulin for their insulin therapy. The customer declined to provide additional information regarding the issue.